Manufacturer narrative:
(B)(4). The covidien service engineer (se) was not able to duplicate the reported condition. The se inspected reviewed the device memory logs and confirmed that the vent had turned off/on several times. The se replaced the backplane printed circuit board (pcb)and the backplane compressor power controller cable. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator was powering on and off by itself. The ventilator was not in use on a patient at the time the event occurred.